Event description:
New information received notes that the device was reprogrammed. The patient was well after the event.

Event description:
It was reported non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Programming changes were recommended. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.